Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the provided image was consistent with the reported thermal damage on the instrument, but it does not align with the instrument's information reported in the product grid.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the resin part of the maryland bipolar forceps instrument's jaw sparked and melted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: there was arc ground between the jaws. The spark occurred from between jaws and melt. The surgical task was cauterization of the liver parenchyma. The force triad generator was used with macro bipolar 60w settings. The burnt tissue was adhered to the tip. There was no reported injury and not any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.